Manufacturer narrative:
Field service specialist (fss) visited the site on the following day. Fss ran 30 test procedures. 10 each with the following settings: 9.0 diameter with 50 degree hinge, 8.8 diameter with 45 degree hinge, and 9.2 diameter with 55 degree hinge. No issues were observed with any cuts. All cuts were directly on top of the previous cut indicating that the galvo block is functioning normally. All pertinent information available to abbott medical optics has been submitted.

Event description:
A laser vision correction patient was set for 55 degree hinge but appeared to make a 360 degree cut instead, with no hinge, on the left eye. They did not attempt to lift the flap. Patient is scheduled for photorefractive keratectomy (prk) procedure.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.